Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation info the reported condition of the ball bearing coming out of the handpiece could not be duplicated. At this time there are no components missing from the device. Service will complete any necessary maintenance and repairs. A follow-up report will be submitted if new info is found when the investigation has been completed.

Event description:
It was reported that a ball bearing fell out of the handpiece into the surgical site during a total knee surgery. The piece was removed without harm to the pt. The case was completed without a procedural delay. There was no add'l medical treatment or follow-up needed. There were no adverse consequences reported as a result of this event.